Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent under sensing noted on the right ventricular (rv) lead, which occurred during the patient's ventricular tachycardia (vt) episode. The lead remains in use. No patient complications have been reported as a result of this event.